Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. Customer's blood glucose level was unknown. Customer reports they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. Customer performed self test and it was not passed. Customer advised the insulin pump will need to be replaced and advised to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted. Pump error 63 alarm confirmed in the device history due to broken pin trace and pin trace on keypad assembly.